Manufacturer narrative:
The device was not returned to the service center for evaluation. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
The service center was informed that during a therapeutic laparoscopic hysterectomy procedure, the probe broke off and fell into the patient. The probe was retrieved with a pro-grasp instrument. It was reported that doctor attempted to continue the procedure with the use of three additional devices from a different lot. A ¿probe damage¿ error message was observed each device used. The doctor was performing a cut when the reported event occurred. The generator settings were set to cut2/coag1. The intended procedure was completed with a different device. There was no patient injury reported. Additionally, the user facility reported that the device was inspected prior to use and no abnormalities were observed. The connection points to the generator were inspected. There was no cable damage observed. The transducer cords and the cords of any other medical device were not bundled during use.